Event description:
N/a

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 01 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of jul-2020 through oct-2020. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 12 month product complaint trend data for the period nov-2019 through dec-2020 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 30nov2020. Photograph from the account shows the delivery device with the seal observed unraveled near the delivery device , and the tether string cut. Investigation was conducted on 29jul2021. A visual inspection was conducted. There were signs of clinical use and evidence of blood found on the delivery device and seal and tension spring assembly. The loading device and the delivery device were returned with the seal unraveled and with the tether string cut. The white plunger were observed to be fully depressed on the delivery device with the blue slide lock did-engaged. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device, indicating that there was attempt to deploy the device into the aorta. No defects were observed to the loader, delivery device, seal and tension spring assembly. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" can not be confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the seal was inserted in the aorta hole properly. When the seal was pulled, it didn't come out normally. The procedure was completed with a new device. The hospital did not report any patient effects.